Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 15-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 22-nov-2017 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed a loss of prime warning with low non-zero force. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The force sensor calibration was found to be within required specification. The original complaint of a loss of prime issue was noted in the pump history but unable to be duplicated during investigation.